Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated they had difficulty changing the pump¿s time. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. A timekeeping accuracy test was performed. The pump was able to maintain time/date after a 5 day duration test. The pump was able to maintain time/date settings after 60 minutes or pump reboots. The pump passed time test. The time/date was able to be manually changed during testing with no issues, no stuck or hypersensitive keys observed on the keypad. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.